Event description:
Medtronic received information from an attorney that a wrongful death/product liability case had been filed due to a death associated with this mechanical valve. This valve had been in service for approximately 17 years. It was reported that in 2006, the patient had presented to the hospital with complaints of his valve beating appreciably louder than it had in the past. Approximately two weeks later, the patient presented with complaints of sudden and severe substernal chest pain, shortness of breath and diaphoresis. The patient was taken to the cath lab for further assessment, where his condition worsened. The operative report reportedly indicated that valve failure may have caused the death, specifically that this valve had stuck in the open position. Details concerning the case have been requested, including the autopsy report, confirmation of the serial number, whether the product would be returned, and any doctor's reports. To date, this information has not been received.

Manufacturer narrative:
Conclusion: to date, this product has not been returned for analysis. Without product return, no definitive conclusions can be drawn regarding the performance of the device. Additional information has been requested. Should additional information be received, a follow up report will be submitted.